Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm cardiosave intra-aortic balloon pump (iabp) had safety disk failed leak test. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(initial reporter email), g3, h6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Fse replaced the safety disk assembly and tested good. Fse completed a full pm service, all tests passed to factory specifications.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d5, e1 (initial reporter name, mail), e2, e3, e4, g2.